Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the through the implantable cardioverter defibrillator (ICD) the rv lead threshold and impedance measurements were high. Upon connecting the rv lead to the analyzer and ultimately the new device, threshold and impedance levels were within normal levels. The physician concluded that the lack of capture and high impedance readings were a device problem. The device has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.